Event description:
Source: (B)(6). I had surgery with dr (B)(6) who used mentor memorygel enhance implants, size 1350 cc on me for a cosmetic surgery. These implants are not FDA approved for cosmetic use, only for reconstructive surgery. The surgeon did not tell me this prior, or have me sign anything declaring this. I would not have had these implants if I knew they weren't FDA approved for cosmetic surgery. I am now having problems with these implants and no surgeon will touch me because I used non-FDA approved implants. I do not think it is ethical that the doctor doesn't inform the patients the implants used are not FDA approved. Product details: the surgeon dr (B)(6) at (B)(6), is using mentor memorygel enhance implants that are only FDA approved for reconstructive surgery. He doesn´t inform patients that these implants are not FDA approved for cosmetic use. Pt: 4580. Device: 1126. Reference report #: mw5190012. This report captures memorygel enhance rt breast implant #1.